Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample / images were received. A physical investigation was not possible. Due to no sample / images received, the reported malfunction cannot be confirmed. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labelling review: labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required d2b (mcw; dqx), g3, h6 (component, method) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 75-year-old male patient underwent a recanalization procedure using the rotarex catheter for isr in the contralateral sfa. During the procedure, the catheter was allegedly found to be clutched twice in the middle of the isr. Further, the motor was found clogged. Reinserted the catheter and again it clutched out twice. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
On (B)(6) 2025, a 75-year-old male patient underwent a recanalization procedure using the rotarex catheter for isr in the contralateral sfa. During the procedure, the catheter was allegedly found to be clutched twice in the middle of the isr. Further, the motor was found clogged. Reinserted the catheter and again it clutched out twice. The procedure was completed using another device.